Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cardiac arrest and death are known adverse events as listed in the instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via trial that 4 days post a right internal carotid artery stenting procedure, the patient experienced cardiac arrest at home. Cardiopulmonary resusitation was initiated, but the patient could not be resusitated. On (B)(6) 2011, the patient was pronounced dead. There was no additional information provided.